Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), back pain ("severe back pain/ lower back pain"), dizziness ("dizziness/ lightheadedness"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), infection ("infections"), weight increased ("weight gain"), migraine ("migraine headaches"), swelling ("swelling"), suprapubic pain ("suprapubic pain"), abdominal pain ("abdominal pain"), headache ("headaches"), pain ("body aches"), uterine enlargement ("diffuse enhancement of the uterus") and cervix enlargement ("diffuse enhancement of cervix"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, dizziness, fatigue, dyspareunia, infection, weight increased, migraine, swelling, dysuria, suprapubic pain, uterine enlargement and cervix enlargement outcome was unknown. The reporter considered abdominal pain, back pain, cervix enlargement, dizziness, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pain, pelvic pain, suprapubic pain, swelling, uterine enlargement and weight increased to be related to essure. The reporter commented: she had no problem with going about her daily life. It also revealed a nonspecific finding of diffuse enhancement of the uterus and cervix, which could lie secondary to pelvic inflammatory disease. She was implanted with an iud device, mirena, in an attempt to control her symptoms. Unfortunately, this treatment was unsuccessful diagnostic results: she underwent a CT scan of the abdomen and pelvis on (B)(6) 2014. The imaging documented the placement of the essure devices. It also revealed a nonspecific finding of diffuse enhancement of the uterus and cervix, which could lie secondary to pelvic inflammatory disease. Hysterosalpingogram exam in or around (B)(6) 2011. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.